Manufacturer narrative:
H3: device evaluation - lens was not returned. Microcentrifuge vial was empty. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Lens was exchanged with a shorter length lens. Problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).